Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer contacted philips healthcare to report that no mains/charging light. Has tried another battery and mains lead with the same result. There was no reported patient involvement.

Manufacturer narrative:
One heartstart mrx was returned for failure analysis. The reported problem was verified/ during extended lab tests. The fuse f3 on the power board was found to be open, but the root cause of the failure was localized to by-pass capacitor c76 on the battery charger circuit of the power board.